Manufacturer narrative:
Additional information was received that there was no issue with low pressure leak test, there hazardous is updated from 10.400.85_crit_prolonged insufficient oxygen (o2) concentration or fresh gas flow to non-hazardous, reporting decision is updated from yes to no.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in low pressure leak test failure. There was no patient involvement.